Event description:
The customer stated that his glucose readings had been higher than usual. While troubleshooting, he performed control tests and received a result of 293 mg/dl. The normal control range was 99-137 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.